Event description:
Information received indicates that after 1.5 hours on bypass, the tubing disconnected from the flow probe component during the procedure. The tubing was reattached and tie-banded. Patient blood loss during the event was noted. The report states that although the patient subsequently died, the hcp indicated the patient death was not attributed to the device.

Manufacturer narrative:
The flow probe component was returned to manufacturing for inspection; results show both ports have short sections of tubing attached and one connection is tie-banded. Visual inspection of the probe shows blood residue was noted between the two connector barbs or the port with the tie wrap. The outside diameter of both connector barbs was measured and found to meet dimensional specification. The inner diameter of the attached tubing was also found to meet dimensional specification. Review of the device histoy record shows the device met all manufacturing specification for product released to distribution. Additional event information has been requested. Unknown if bypass was interrupted to reattach the tubing during the case. The report shows the estimated patient blood loss was 150cc of blood. The healthcare professional reported the patient death was not product-related. Conclusion: findings from product evaluation are inconclusive; an exact cause has not been determined for the reported product problem.